Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: snapped expedium fas screw revision case with mr (B)(6) in (B)(6) hospital yesterday.

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: (B)(4). Device was unable to be located after receipt at analysis site. Although lot number was provided. Manufacturing records could not be found. Since the device is not available, the lot number cannot be confirmed. Without the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4).